Manufacturer narrative:
This supplemental is being filed as a correction due to incorrect coding. It was originally reported there was a device pending evaluation; however, upon further investigation this summary report summarizes a singular malfunction event in which the device had already been evaluated. H codes updated to reflect corrected information.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot dropped. A user was injured as a result of the event; they experienced pain.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. This device was repaired and returned to use. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot dropped. A user was injured as a result of the event; they experienced pain.